Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states the tubing was leaking at the hub area on the sets. The two occurrences were overheard by a nurse anecdotally and she is not aware of the date or time these occurred. The nurse had no other information other than this happened twice.